Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-00845. This report is associated with MFR report numbers: 3005168196-2017-00843 and 3005168196-2017-00844.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00843, 3005168196-2017-00844. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a benchmark delivery catheter (benchmark dc) and ruby coils. During the procedure, the benchmark dc became kinked upon insertion into the non-penumbra sheath; therefore the benchmark dc was removed, and a new 5f non-penumbra catheter was placed. The physician then successfully deployed and detached ruby coils in the target vessel using a lantern delivery microcatheter (lantern). Two ruby coils where advanced to the target vessel using the lantern and were both retracted in order to reposition the lantern. However, the technician experienced difficulty re-sheathing both of these ruby coils ans subsequently, they became broken within their introducer sheaths. Therefore these ruby coils were not re-used and the procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.